Manufacturer narrative:
The sodium electrode is fwy00, and the expiration date is 28-dec-2026. A field service engineer (fse) decontaminated the unit and replaced miscellaneous parts. For verification, the fse performed mechanism checks and qc; all results were good. Operational and mechanical checks passed per procedure, and the controls were acceptable to the customer, and the instrument was performing according to specifications. The investigation is ongoing.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas pro ise analytical unit for one patient. The initial result was 148 mmol/l, and the repeat result was 140.7 mmol/l. The sample was repeated after the physician questioned the initial result.